Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph depicting a portion of powerpicc solo catheter. The photograph depicted the luer adapter and a portion of extension tubing. A stylet was inlaid through the luer. A circle was inscribed in the photograph around a feature in the molded valve housing. The feature appeared to be a possible depression or region of mechanical damage. While a possible defect or damaged region was visible in the submitted photograph, inspection of the photograph was insufficient to identify the cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include a molding feature and device manipulation with a traumatic instrument. A lot history review (lhr) of redt4321 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that patient with lymphadenectasis and pain had a powerpicc solo catheter placed in the venous access center on (B)(6) 2020. The operator found a dent with the connection between the valve pot and t-shaped tubing when checking for the integrity of the catheter. Due to concern about the possibility of fluid leaks and catheter damage when use, the operator opened and used another kit of 8194118 catheter.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redt4321 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that patient with lymphadenectasis and pain had a powerpicc solo catheter placed in the venous access center on (B)(6) 2020. The operator found a dent with the connection between the valve pot and t-shaped tubing when checking for the integrity of the catheter. Due to concern about the possibility of fluid leaks and catheter damage when use, the operator opened and used another kit of 8194118 catheter.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed and appears to be manufacturing related. One 4 fr sl powerpicc solo catheter was returned for investigation. The stylet t-lock assembly was returned within the catheter. No apparent evidence of use was observed on the device. One photo sample of a powerpicc solo hub was also provided. The photo corresponded with the condition of the returned physical sample. The sample was flushed with water using a 12 ml syringe and no apparent issues were observed. Microscopic observation revealed flash material to be protruding from the molded solo hub. The flash material was observed to be the same material as the hub; however, the measurement of the flash material found it to be outside of manufacturing specification. Photos of the sample will be forwarded to the manufacturing facility for further evaluation. Reynosa evaluation complaint due to ¿the operator found a dent¿ was confirmed. According with the photo evaluation performed at reynosa facility and gross visual, microscopic visual, and functional testing performed at vad lab the following was concluded: a closer view of the purple hub showed a slight flash material protruding from the injection molding gate. The flash material protrusion was found to be out of specification per dwg and revealed to be material from the hub itself. This condition was during over-molding process. Therefore, the cause of this condition is manufacturing related. As part of reinforcement about this issue, an awareness communication was provided to all personnel involved on this operation.

Event description:
It was reported that patient with lymphadenectasis and pain had a powerpicc solo catheter placed in the venous access center on (B)(6) 2020. The operator found a dent with the connection between the valve pot and t-shaped tubing when checking for the integrity of the catheter. Due to concern about the possibility of fluid leaks and catheter damage when use, the operator opened and used another kit of 8194118 catheter.